Event description:
Technician alleged that siderail could not latch. No patient impact.

Manufacturer narrative:
The technician found the siderail had broken ratchet rivets. The technician replaced the ratchet rivets to resolve the issue.